Event description:
The customer stated that he performed a control test and received a result of 278 mg/dl. The normal control range was 114-165 mg/dl. The customer did not allege any adverse events. The meter was to be returned for evaluation, and a replacement meter will be sent.